Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, visual, functional testing as well as physical analysis cannot be performed. Information available indicated that device was prepared as per directions for use (dfu) and continuous flush was maintained. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. Subject device is not available.

Event description:
It was reported that during the procedure, the subject coil was re positioned several times and it detached prematurely inside the patient anatomy. A snare device was used to remove the subject coil. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.